Event description:
It was reported that this right ventricular (rv) lead was repositioned due to dislodgement resulting in high capture threshold. Dislodgment was confirmed via fluoroscopy. Lead remains in service. No additional adverse patient effects were reported.